Event description:
It was reported that during service evaluation the vacuum motor was found defective and leaking and the device was not able to generate and control negative. No case involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the vacuum motor is defective, motor is leaking. We have established a relationship between the event reported and the device. The root cause is a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.